Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 15 (the critical block and inverse critical block did not add to zero), pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error alarms and the error table did not indicate that pump should be replaced and pump passed selftest. Troubleshooting was performed for the battery failed alarm and the customer did not receive another alarm after replacing battery. Troubleshooting was performed for the pump error 23 and the customer was assited with wireless connection process. Troubleshooting was performed for the auto mode and the customer identified the sensor not ready. Troubleshooting was performed for the battery cap - damaged and the customer was advised to send accessories-1527 as a replacement battery cap when accessories-1529 is available. The customer was able to clear the error and fill cannula delivery test was successful. The customer is not using quick bolus speed feature on an impacted pump. The customer reported receiving a battery failed alarm. No damage reported to battery cap contacts or battery compartment. The customer was able to clear the error and complete the rewind process. Pump was recently stored, without a battery for more than 8hourrs, or error occurred immediately after battery change. The auto mode/smartguard unable to enter auto basal. The customer is requesting assistance with entering auto basal. Reviewed auto mode readiness/smartguard checklist screen. Explained what was missing to enter into auto mode/smartguard and how to resolve. The customer requested spare battery cap. No harm requiring medical intervention was reported. No product return is required for mmt-1884.